Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component (annex g) code is mechanical (g04), provisional bottom. Complaint sample was evaluated. And the reported event was confirmed. Visual examination of the returned product found it to exhibit signs of repeated use. And that it is fractured. Device history record was reviewed. And no discrepancies relevant to the reported event were found. The root cause is considered, to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, a fractured provisional was noted, after sterile processing. No adverse events have been reported, as a result of the malfunction.

Event description:
It was reported a fracture provisional was received from a hospital. No adverse events have been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.